Event description:
Revision surgery occurred due to infection approximately 10 weeks after primary surgery. Surgeon explanted entire prosthesis (stem, centered glenosphere, humeral cup, baseplate) in order to clean out the infection, and replaced it with new prosthesis of the same type.